Event description:
Gastrostomy tube placed. During exam, the feeding tube leaked out around site and became dislodged. Balloon deflated and pt had to go back to surgery to have replaced. Testing on tube after out showed balloon would not hold air for more than several hours.